Event description:
No additional patient or event information has been received since the last report was submitted on 01oct2019.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Inspection of the returned device noted the device was returned with the handle and the basket formation in the open position. The mlla (male luer lock adapter) and collet knob were tight. The plyethylene terephthalate tubing (pett) tubing measured 3.5 cm. The support sheath was noted to have a bowed appearance. The basket formation was smashed and damaged. One of the three basket wires was found to be deformed. Functional testing of the device found that the handle was able to actuate the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was deformed. When open, the basket had a flattened appearance instead of the normal symmetrical basket shape. One of the 3 basket wires was deformed, causing the failure of the basket to open properly. The issue occurred during use of the device, indicating that the deformed wire was likely damaged during the procedure. The wire may have been caught on part of another device, or the size/shape/location of the stone(s) caused the observed deformation. All devices are inspected for damage and functionality during production and quality control checks. The cause for the observed damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unknown procedure using a ngage nitinol stone extractor, the basket could not be opened properly. The user changed to another same device to complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.